Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer continued to use the pump for insulin therapy.